Event description:
In 2005, the pt underwent a hernia repair procedure during which a composix kugel mesh was implanted. Mesh was reported to have been explanted in 2007. No reason for explant of the mesh has been provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or additional info becomes available.